Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a manual drop test was performed and the tests failed. An interior inspection was performed and the inspection failed, confirming the reported event of a low audio output. The root cause was determined to be an assembly error.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim low audio output patient experienced on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alert tones were very low, but device did vibrated on all settings.